Event description:
Report of cannula separation from hub rec'd. A nurse was flushing a pt's central line using a blunt cannula to access the IV port. After flushing the central line. "The stainless steel cannula separated from the hub upon withdrawal," and was noted to be stuck in the port. The nurse manually pulled the cannula from the port. The customer reported that no pt harm occurred. Additional patient information was requested, but no further info was available.